Event description:
It was reported that during use with 30 bd vacutainer® edta 2k the tubes only drew 1ml. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, although 2ml of blood should be collected per tube, only 1ml was able to be collected in 30 tubes.

Manufacturer narrative:
Investigation summary: bd received seventy four (74) samples and six (6) photos for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, twenty (20) customer samples along with ten (10) retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.